Event description:
Device report 2 of 2: reference MFR report: 1627487-2011-09144. The pt received the scs system on (B)(6) 2005. It was reported the pt had not used stimulation in over a year due to the lead being allegedly fractured. The physician elected to replace the damaged lead and the implanted ipg with a new lead and a different ipg respectively. No further pt complications were reported. The explanted products have been returned to sjm.

Manufacturer narrative:
Evaluation: results: visual inspection of the device did not find any discrepancies. The ipg was subjected to auto-testing per manufacturing specifications. Sjm has limited information related to the pt's medical history and is unable for form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.